Manufacturer narrative:
The intellanav mifi open irrigated catheter was returned to boston scientific for analysis; analysis of product returned revealed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Therefore, the reported tubing set fluid damaged/defective and excessive temperature complaints are confirmed.

Event description:
It was reported that the tubing set was damaged/defective. During a radiofrequency (rf) ablation procedure, an intellanav mifi open-irrigated ablation catheter was selected for use. The procedure began with mapping at the right ventricular outflow tract (rvot). Ablation was performed at this site however, the premature ventricular complex (pvc) persisted. This raised suspicion that the pvcs might have originated from the left side, particularly near the non-coronary cusp (ncc). When preparing to proceed with mapping on the left side, an error message appeared. Upon investigation, it was found that the irrigation tubing was damaged. Consequently, the catheter was replaced due to the damaged irrigation tubing. The procedure was successfully completed without patient complications. The device was returned for analysis.